Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(4) auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. The feeder tab was sticking out of the channel of the device and the rotation tab was bent. No other defects or anomalies were observed. Reference files pic_anp1900049154 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip was fired. Another attempt was made and, once again, no clip was fired. The sample was disassembled to look at the internal components. Upon disassembly, it was found that 11 clips remained in the channel indicating that 4 clips were fired by the end user. In addition to the feeder tab and rotation tab being damaged, the jog (jaw opening gizmo) was also damaged. The clips were unable to be pushed out of the feeder and into the jaws due to the damages observed. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips misaligned" could not be confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was disassembled to determine why the clips were unable to load into the jaws. It was found that damage to multiple internal components resulted in the clips being unable to fire. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Since no clips were able to fire, it was unable to be confirmed that the clips were becoming misaligned. However, it was confirmed that the device did not function properly due to damages to some internal components. The device was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600005 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) corrected lot#73d160476 for this complaint.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.